Event description:
Remstar auto w/ht hum device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation was noted. The service technician observed that error code e050( err_daily_values_corrupt). The device was scrapped by the third-party service center after the evaluation was completed. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed.